Event description:
Return reason: detached thermistor lid. Analysis determined: investigation found that the thermistor connector cap became disconnected from the connector base due to insufficient adhesive. Unit was used in vivo. This is not determined until analysis was completed. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.